Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported string was short and string missing prior to use of the tampons. She experienced this issue with 3 tampons.